Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a transfer set leaked; further described as" leakage was coming around the twist clamp but the exact location was unknown". This was noticed during use of peritoneal dialysis therapy. The titanium adaptor was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.